Event description:
The facility's clinical engineer reported a fail code 812:02. The clinical engineer stated that there have been no reports of any pt incident involving this pump since the last baxter service event.